Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician inserted the guidewire into the lumen of the left ventricular (lv) lead, but the guidewire was not able to reach the end of the lead. It was noted the lv lead may have never been introduced into the vein and when the physician attempted to remove the guidewire from the lead, it was "impossible." The lv lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented no guidewire was returned and a fresh guidewire was used to perform test. It was noted the guidewire stopped at 2.3cm from the distal end and the conductors were distorted (damaged at implant attempt) with blood visible in conductor.